Event description:
The customer reported that, during an inspection of their evis exera iii gastrointestinal videoscope device at an unspecified place and time, it was noted that there was leakage of the scope from the bending section cover, low angulation, bending tube deformation, and a scratch on the light guide lens. These issues necessitated the repair the device at a service center. Upon inspection and testing of the returned unit, foreign material was found in the nozzle of the device. The foreign material was noted to be ocher in color and could not be identified. There were no reports of patient or user harm associated with this event. Medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered to be blocking the air/water nozzle. The foreign material was not able to be identified. The customer's originally reported issues of leakage from the bending section cover (due to an observed pinhole), low angulation, bending tube deformation, and light guide lens scratch were all confirmed by the physical evaluation. The following additional findings were also noted: nozzle deformation, chipped objective lens, adhesive on the bending section cover was detached, connecting tube had a scratch and discoloration, body control unit cover had a scratch, grip had a scratch, forceps channel port was dented, switch 1 was scratched, the universal cord had a scratch and discoloration, the connector had a scratch, the cover unit had a scratch, and due to deformation of the nozzle, the water removal ability did not meet the standard value. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to e1, e2, e3, and g2. The information included in e1, e2, e3, and g2 was inadvertently omitted from the initital medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the air/water nozzle was clogged and the device was dirty because the device was not fully reprocessed in accordance with the instructions for use prior to being returned to olympus. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
On 10may2023, a response to a request for additional information regarding the event was received. The customer¿s reported issue occurred on (B)(6) 2023, and the problem was resolved when the complaint product was sent for repair and inspection. The originally reported issue was discovered during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.